Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the implantable cardiac monitor (icm) exhibited failure to sense. The icm was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The event of failure to sense on the implantable cardiac monitor (icm) was not confirmed. The device was returned for analysis in normal working conditions with battery voltage above elective replacement indicator (eri). Sensing test and longevity assessment were performed and no anomalies were found.